Event description:
In 2005 a patient was treated for a thoracic aneurysm with multiple gore tag thoracic endoprosthesis. At an unknown time later, a distal type I endoleak wa apparent (tg3715 was most distal device). According to the physician, the device migrated proximally creating a type I endoleak distally, the patient underwent a second endovascular surgery in 2006 which successfully repaired the endoleak using another gore tag thoracic endoprosthesis. Patient condition is unknown at this time.